Manufacturer narrative:
Based on the claim by the customer noting that universal surgical manipulator (usm) 3 on the patient side cart (psc) had repeated non-recoverable faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and error 1162 was confirmed and replicated. The usm was then tested on the psc fixture test platform (pftp) where it failed the check cannula test. Inspection was performed on the axes controller spar (acs) and cannula where it was discovered that the acsb3 pca had signs of contamination. The complaint regarding repeated non-recoverable faults on usm3 was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root case was attribute to a component failure. This complaint is considered a reportable event due to the following conclusion: the customer converted to another psc after the start of the procedure due to the repeated errors against the usm3. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, repeated non-recoverable 1162 errors occurred on the universal surgical manipulator (usm) 3 of the patient side cart (psc). The intuitive surgical inc. (Isi) tech support engineer (tse) viewed the system logs and confirmed 1162 errors on the system. The customer stated that the issue occurred at startup, but they were able to power cycle to clear the issue. When attempting to start the procedure, the 1162 error returned. The customer confirmed that they needed all four usms on the psc. The tse recommended a hard power cycle of the psc. The customer performed this but the 1162 error was still present. The customer swapped out the psc and proceeded with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.